Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.28 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.

Event description:
Boston scientific crm received information that this guidant cardiac resynchronization therapy-defibrillator (crt-d) was explanted for normal battery depletion and replaced with a boston scientific crt-d. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the (B) (6)2007 shortened replacement window advisory population.